Manufacturer narrative:
(B)(4). The reported complaint of "printer malfunction" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "printer malfunction; repeated system error 7 and system error 10 alarms". The report further states "[user] called for assistance troubleshooting his printer. There is no light on the printer hard key and no softkey printer option. He was unable to print from any screen. I had [user] open the printer door and resituate the printer paper, ensuring it was appropriately seated without paper jams. This did not correct the issue. Attempted a display screen reset via freeze hard key, but pump issued a system error 7 alarm. I had the [user] complete a power cycle; once the pump was turned back on two system error 10 alarms were issued back-to-back. Printer still unavailable. Recommended that we exchange the iabp, which the [user] was agreeable to". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The report states "printer malfunction; repeated system error 7 and system error 10 alarms". The report further states "[user] called for assistance troubleshooting his printer. There is no light on the printer hard key and no softkey printer option. He was unable to print from any screen. I had [user] open the printer door and resituate the printer paper, ensuring it was appropriately seated without paper jams. This did not correct the issue. Attempted a display screen reset via freeze hard key, but pump issued a system error 7 alarm. I had the [user] complete a power cycle; once the pump was turned back on two system error 10 alarms were issued back-to-back. Printer still unavailable. Recommended that we exchange the iabp, which the [user] was agreeable to". No patient harm or injury. The patient status is reported as "fine".